Event description:
It was reported that tip detachment occurred. The patient, who had severe coronary artery disease and had already undergone 5 stents implantation, came to the hospital to treat 2 more lesions in the circumflex artery. A 185cm j-tip, 1-pack pt2 guidewire was selected for use. During the procedure, 2 additional stents were successfully implanted without any issues. However, at the end of the procedure, when removing the devices, it was discovered that the tip of the guidewire had broken off and remained in a small branch of the circumflex artery. The procedure was completed without affecting the blood flow. The patient showed no symptoms afterward and remained stable.

Manufacturer narrative:
Device evaluated by MFR: the guidewire was returned for analysis. Visual inspection revealed the body of the guidewire was kinked. Microscope inspection revealed the distal end was detached and was not returned for analysis. Dimensional inspection indicated that 15.1 inches of the distal end were detached and were not returned for analysis.

Event description:
It was reported that tip detachment occurred. The patient, who had severe coronary artery disease and had already undergone 5 stents implantation, came to the hospital to treat 2 more lesions in the circumflex artery. A 185cm j-tip, 1-pack pt2 guidewire was selected for use. During the procedure, 2 additional stents were successfully implanted without any issues. However, at the end of the procedure, when removing the devices, it was discovered that the tip of the guidewire had broken off and remained in a small branch of the circumflex artery. The procedure was completed without affecting the blood flow. The patient showed no symptoms afterward and remained stable.